Event description:
Single customer performed a retrospective analysis of his tangors cases operated from (B)(4) 2006 until today. He reported 37 cases of screw breakages in a letter dated (B)(4) 2013. The first screw breakage occurred in august 2008. (B)(4) 2013 is the first date we became aware of these 37 breakages. The information provided do not allow an evaluation of each individual case, as neither lot numbers of the affected implants nor the implants themselves or other related information are available.

Manufacturer narrative:
The information provided do not allow an evaluation of each individual case, as neither lot numbers of the affected implants nor the implants themselves or other related information are available.